Manufacturer narrative:
The estradiol iii reagent expiration date was not provided. The serial number of e411 analyzer used at the customer's site was (B)(6). The investigation is ongoing.

Event description:
We received an allegation of discrepant results for 1 patient sample tested with elecsys estradiol iii (estradiol iii) on a cobas e411 immunoassay analyzer (disk system) when compared to a different e411 immunoassay analyzer at the investigation site. The sample was initially tested on the customer's e411 analyzer. The sample was provided for investigation where it was tested on a 2nd e411 analyzer on (B)(6) 2024. On (B)(6) 2024: initial result: <5 pg/ml. On (B)(6) 2024: repeat result: 1582 pg/ml. The customer questioned the low result.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.